Event description:
When beginning to remove the uterus, the uterine manipulator in use separated into 4 pieces. 2 were removed prior to removing the uterus, the other 2 were found in the uterus when it was being removed.